Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search, lens evaluation. Results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the lens in three pieces. The optic is torn and piece of optic and one loop haptic is tor off. There was evidence of dry clear surgical residue on optic surface. Conclusions: based on the complaint history, lens work order and evaluation of returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq5010v +01.00 diopter three piece silicone lens. The lens was not folded correctly during loading. The physician tried to remove and refold the lens to reload, however lens would not fold properly. When they tried to implant the lens, it tore. Lens was partially in the eye. Lens was removed with no patient injury. Cause of this incident was due to loading error by the surgical tech.

Manufacturer narrative:
Method code(s): (process evaluation): device history record review result code(s): (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).